Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # 00998201513, femoral stem, lot # 62356798. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02400, 0001822565-2018-02401

Event description:
It was reported that a patient underwent a revision surgery approximately 4 years post implantation due to implant fracture. The patient stood up from couch, and felt severe pain. Due to the pain and implant fracture, the patient suffered from limited mobility. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. The x-ray review determined the classification for the patient's femur falls in paprosky classification type 2 defect. The x-ray review also confirmed the proximal support and the size of proximal body were inadequate. Device history record (DHR) was reviewed and no discrepancies were found. Likely root cause of the stem fracture was determined to be lack of proximal support. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.